Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on an unknown date when it was reported, ¿surgeon was "burned" twice even after changing gloves during a case.¿. There was no report of medical intervention or hospitalization for the user. Further assessment questions were sent to the reporter; however, the reporter chose not to answer the questions, but only to say the device would not be returned because it was thrown away. There was no alleged malfunction of the device. This report is being raised on the basis of injury due to unknown degree of burn.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: to avoid contact with blade and buttons when adjusting the capture port. Keep the active electrodes clean. Build-up of eschar may reduce the instrument¿s effectiveness. Do not activate the instrument while cleaning. Injury to operating room personnel may result. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on an unknown date when it was reported, ¿surgeon was "burned" twice even after changing gloves during a case.¿. There was no report of medical intervention or hospitalization for the user. Further assessment questions were sent to the reporter; however, the reporter chose not to answer the questions, but only to say the device would not be returned because it was thrown away. There was no alleged malfunction of the device. This report is being raised on the basis of injury due to unknown degree of burn.